Manufacturer narrative:
Investigation results: to date there is no device available for investigation. The device was not provided for investigation. Therefore a investigation of the device itself was not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures: the root cause for the revision is not product related (see event description). Based on the investigations and results of the 8d report no CAPA is necessary.

Event description:
It was reported that there was an issue with product nn071k - columbus cr/ps tib. Plateau cemented t1. Patient injury: yes. Hazard / patient harm: yes. Surgery delay: no. Total duration of surgery: unknown. These implants were removed and revised with aesculap columbus revision. Revision not due to any defects of implanted items. Revision due to mal-rotation of originally implanted items". Additional information was received, it was noted that the original implants were inserted incorrectly by the surgeon which required the revision surgery, there were no defects of the explants. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4) ((B)(4)). Involved components nn210 - columbus cr dd glid. Surface t1/1+ 10mm - batch: unknown. Nn014k - columbus cr femoral comp. Cemented f4r - batch: unknown.